Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited a failure to interrogated via bluetooth or connect to the merlin app. The device was able to be reset. There were no patient consequences.